Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal bupivacaine and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. The patient rep reported that the pump was malfunctioning. The patient rep stated they were not sure if it was the pump or the catheter or whatever but it was giving patient higher doses of drug than what it was supposed to be giving. The patient rep stated the patient had been in the hospital for 2 days and patient was not coherent and they had not woken up since sunday night. The patient rep stated they did a dye study a week ago friday and they thought there was the possibility that there was a kink in the catheter and they were going to contact the insurance company to get the approval to do surgery but they had not heard anything on that yet. The patient rep stated they had called the healthcare provider (hcp) office and they were waiting for a call back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that it was speculated that there was a device issue (possibly a kinked/partially occluded catheter). The patient was experiencing intermittent, sporadic bouts of significantly increased pain, sometimes then followed by unexpected periods of either excessive sedation or increased lower extremity weakness or numbness. The dye study failed due to inability to aspirate any csf (cerebrospinal fluid) after successfully accessing the catheter access port. The pump was programmed to minimum rate mode at this time and since then, there had been no recurrence of the above noted episodes. A pump/catheter revision was planned for this week.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 878, serial/lot# (B)(6), ubd 2018-11-01, UDI# (B)(4). H11 ¿ the manufacturer¿s device registration system indicates that the device system was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the patient developed damaged catheter at the pump segment. The over-infusion symptoms were resolved after turning the pump to minimum rate. The cause of the event was the pump segment. The pump and the catheter will be replaced. Upon surgical exploration, a considerable amount of fluid was drained from the pump pocket. The pump segment connection appeared to be partially serrated. The whole system was replaced. The system was discarded. The patient doing well.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.